Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-04154. It was reported that, following the permanent implant, the patient experienced a staph infection at the lead site. In turn, surgical intervention was undertaken wherein the system was explanted. The infection has reportedly resolved and patient has been re-implanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.